Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had air bubbles in the reservoir. Customer¿s blood glucose level was 250 mg/dl. Customer stated that they noticed air bubbles during the fill of reservoir. Customer stated that the size of the air bubbles was very big. Troubleshooting was performed. The reservoir will be returned for analysis.